Event description:
It was reported that a cartridge alarm occurred. During troubleshooting with technical support, the pump was reset, loaded a new cartridge and resumed insulin delivery. There was no adverse impact to the customer¿s blood glucose level.